Manufacturer narrative:
A specific root cause could not be identified. Based on the provided calibration and qc data, a general issue with the reagent was not indicated.

Event description:
The customer received questionable total psa total (free + complexed) psa - prostate-specific antigen (total psa) and free psa results for one patient sample from the analytical e module serial number (B)(4). Refer to the medwatch with patient identifier (B)(6) for the total psa assay. The initial total psa result was 0.047 ng/ml and was reported outside the laboratory as <0.1 ng/ml. The free psa result was 2.28 ng/ml and was reported outside the laboratory. These results were questioned by the physician as the total psa result was higher than the free psa result. Neither result was believed to be correct. The patient was not adversely affected. The field service representatives could not find a cause and could not replicate the issue. Assay performance checks and calibrations were performed. The customer ran qc and precision testing. All mechanical and fluidic checks passed guidelines. All qc was within limits and precision testing passed guidelines.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).